Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively.(B)(4).

Event description:
A risk manager reported that approximately three weeks following uneventful, bilateral lasik surgery, the patient reported symptoms of transient light sensitivity syndrome (tlss) in both eyes. The patient was treated with increased, tapered, topical steroid eye drops. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.